Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no physical damage. A functional evaluation was performed on the returned device and found a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stiff when rotated. The root cause has been associated with a mechanical component failure. Factors that could have contributed to the failures include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This could be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that the mdu was not working properly. No case reported; therefore, there was no patient involvement.